Event description:
It was reported that a pericardial effusion and hypotension occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The closure device was successfully implanted at the ostium of the laa after one partial recapture was performed. The patient was stable at the conclusion of the procedure. 6 hours post index procedure, the patient became dizzy and their blood pressure dropped. An echocardiogram revealed that a pericardial effusion had developed. The patient was transported to the catheterization lab, and a pericardiocentesis was performed. The patient stabilized and recovered overnight. The patient was discharged home from the hospital the next day.